Manufacturer narrative:
A review of the production records did not identify a device problem associated with the reported infection. The complaint requested a replacement implant. The patient weight and information regarding the affect of the infection were requested; however, the sales representative was unable to provide the requested information.

Event description:
Patient experienced medical event requiring explant.